Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/15/2021 section h3: device evaluated by manufacturer: yes device evaluation: a visual evaluation was performed to the returned product, the following were the findings. Viscoelastic material is observed at the cartridge tip. A part of the lens was stuck and override in cartridge tip and the other part of the lens is out of the cartridge tip unfolded. Dcb00 device was in advance position. Complaint reported could not be verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, exact date not provided, but the best estimate is during 2021. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens(iol) was folded incorrectly in syringe. There was no patient contact. The event was observed during handling and prior to insertion. Additional details from follow up confirms that there was damage to the lens. No further information available.